Manufacturer narrative:
The index procedure was an elective case. The procedure was done by the radial approach. The target lesion was the mid lad. The lesion was reported to be: not calcified, not tortuous, an in stent restenosis (isr) of a previously implanted tsunami bare metal stent (bms), a 59.3% stenosis, diffusely diseased, concentric, absent of pre-existing clot, 28.76 mm in length, and type c. The lesion was pre-dilated with a 2.75/20mm balloon at 25 atm with an unk inflation time. A cypher 3.0/18mm stent was deployed at 18 atm for 16-30 sec. An add'l cypher 3.0/28mm stent was deployed at 18 atm for 16-30 sec proximal to the first cypher stent and in overlapping fashion. The stents were not post-dilated. Ivus was not done. The residual stenosis was 2%. The flow pre and post-procedure was timi 3. The stent to vessel sizing was reported to not be one to one (1:1). Pre-procedure medications were: aspirin 100 mg/day, and ticlid 200 mg/day. Intra-procedure medications were: aspirin 100 mg/day, heparin 7,000 units, isosorbide mononitrate 12.5 mg/day, and ticlid 200 mg/day. Post-procedure medications were: aspirin 100mg/day, and ticlid 200 mg/day. Adverse event #1 (ae#1): approx eight(8) months after the index procedure during the follow-up period, coronary angiography was done and demonstrated restenosis at the proximal end of the proximal cypher stent. The other cypher stent was not implicated in the restenotic event. The restenosis was treated by percutaneous transluminal coronary angioplasty (ptca) with a kongou 3.0/20mm balloon. The inflation pressure and time was unk. The pre-procedure % stenosis was 46.9% and post-intervention was 0%. The flow was timi 3. The pt was reported to not have a complaint of chest pain and was in stable condition. Ae#2: three months after the first restenotic event, a follow-up cag was conducted on the pt and diffused restenosis was observed inside the proximally implanted cypher again. The pt complained of chest pain. To treat the restenosis, poba was conducted with a balloon (kougou: 2.75x20mm). The percentage of stenosis before the procedure was 99% and 0% after the procedure. The pt was in stable condition. Physician's comment: "this event is not related to cypher." Ae#3: approx twenty-five months after the index procedure, coronary angiography was done and a 100% restenosis of the previously implanted proximal cypher 3.0 x 28mm stent (stent#1) was observed. The restenosis was not within five (5) mm of the distally implanted stent. This is the third (3rd) documented restenotic event (adverse event/ae#3) involving this product. The two (2) previous events were captured/reported under MFR#9616099-2005-01383. Ae#4: approx twenty-seven months after the index procedure, the pt complained of chest pain. Coronary angiography was done and revealed another 100% restenosis of the previously implanted cypher stent in the mid lad target lesion. The restenosis was in the same area as the lesion described. The restenostic lesion was pre-dilated with a tsurugi 3.0 x 40mm balloon. An add'l cypher 3.0 x 18mm stent (stent #2) was implanted inside proximal portion of the previously implanted cypher 3.0x 28mm stent (stent#1) in the area of the proximal to mid lad. The stent was post-dilated with a kongou 3.5 x 20mm balloon. No other procedural details were available. This ae/complaint will be captured under MFR# 9616099-2005-01383. The restenosis was treated five (5) days later by percutaneous transluminal coronary angioplasty (ptca) using a tsurugi 3.0 x 40mm balloon. The residual stenosis was reported to be 25% visually. Ae#5: approx twenty-nine months and three weeks after the index procedure, the pt complained of chest pain. Coronary angiography was done and a 100% stenosis was observed in the proximal lad. Because the pt was reported to be in stable condition and had collateral circulation from the posterior descending artery (pda) branch of the right coronary artery (rca) to the septal-lad, no intervention was done at this time. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. The clinical impression has been amended to reflect new or corrected info. This event has been brought to our attention by the another country study. A female pt with a history of unstable angina, previous pci and hypertension experienced recurrent restenosis post cypher stent implantations. The reason for the pt's elective admission to hospital was not reported; but an angiogram revealed a lesion in the pt's mid lad. This pt's gender and her history of angina and pci put her at increased risk for mace. Pre procedural medications included asa and ticlid; while intra procedural medications included asa, ticlid and heparin. The performance or recording of acts was not reported. The lesion was described as an isr, type c, 59.3% occluded, 28.76mm in length, diffusely diseased, concentric and no calcification or thrombus present. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.00 x 18mm cypher stent; followed by the more proximal and overlapping placement of a 3.00 x 28mm cypher stent. The stents were both deployed at a maximum inflation pressure of 18atm. According to the instructions for use, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. The procedure was completed with a resultant timi flow of 3 and a residual stenosis of 2%. The pt was discharged on medications that included asa and ticlid. Seven and a half months after the index procedure, a repeat angiogram revealed a diffuse 90% restenosis at the proximal aspect of the proximal (more).

Event description:
The report received from the affiliate indicated that the pt was enrolled in a clinical study. The pt had two cypher stents implanted in overlapping fashion the mid left anterior descending (lad) target lesion during the index procedure. Approx twenty-seven months after the index procedure, the pt complained of chest pain. Coronary angiography was done and revealed another 100% restenosis of the previously implanted cypher 3.0 x 28 mm stent (stent #1) in the mid lad target lesion. This is the fourth (ae#4) restenotic event for this pt/product. A cypher 3.0 x 18mm stent (stent#2 complaint product for this report) was implanted inside proximal portion of the previously implanted cypher 3.0 x 28mm stent (stent#1) in the area of the proximal to mid lad. The stent was post-dilated with a kongou 3.5 x 20mm balloon. No other procedural details were available. Approx three and one-half (3 1/2) months after implantation of the cypher 3.0 x 18mm stent (and approx twenty-nine months and three weeks after the pt's index procedure), the pt complained of chest pain. Coronary angiography was done and a 100% stenosis was observed in the proximal lad. Because the pt was reported to be in stable condition and had collateral circulation from the posterior descending artery (pda) branch of the right coronary artery (rca) to the septal-lad, no intervension was done at this time.